Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer needed assistance in programming a new pump. The customer received a device not found in the pump when programming the transmitter and the customer alleged of an issue with the transmitter. The event involved product(s) mmt-7841zn, mmt-1884. Troubleshooting was performed for the pairing issue and the pump alert with ¿device not found¿. No harm requiring medical intervention was reported. Troubleshooting was performed for pump programming and the customer was assistance with programming the pump. The customer will discontinue the use of the insulin pump and revert to the backup plan as per health care professional instructions. Mmt-7841zn was requested and customer response was the device will be returned. Product return requested for mmt-1884. Customer declined to return, or is unable to return.